Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump received an altitude alarm and the contact was unsure why this occurred. The customer's blood glucose (bg) level was low 400 mg/dl and an injection was administered to address bg level. The contact was able to clear the alarm and resume insulin delivery. It was indicated that the customer would continue to use the pump until replacement arrived.